Event description:
A surgeon reported a case of uncut areas, observed during flap creation of a lasik procedure. Additional information has been requested.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to the company's acceptance criteria. According to the image in the treatment report, a vertical gas breakthrough (vgb) had occurred around the inferior area. Vgb is known to appear in thin cuts more often when compared to thick flaps. However, fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. The root cause could not be identified conclusively. Thin cut could have contributed to vgb, which resulted in uncut area. (B)(4).

Manufacturer narrative:
Corrected data provided. Data provided in the initial MDR was incorrect. Correct date is (B)(6) 2015. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).